Event description:
It was reported that the atrial lead was undersensing p waves. No reprogramming or intervention was taken. The lead remains in use and the physician is monitoring it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 694758, implantable tachy lead, (B)(6) 2008; 419478, implantable pacing lead, (B)(6) 2008; dtba1d1, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013.